Event description:
The ge oec 2600 uroview fluoroscopy system table motion switch would not function. The a/c transformer connector assembly was broken.

Manufacturer narrative:
A ge oec service representative investigated the issue and repaired the isolation transformer connector assembly. Additionally, the rail switch and chain drive for the table were replaced and associated components to restore proper table motion. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this incident.